Event description:
The customer reported to olympus the reported issue occurred with different 190 endoscopes. The contacts on the base of the endoscope had been cleaned without success. The maj-1430 was removed and the turret rebooted, but no avail.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The subject device was not returned for inspection. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the xenon light source displayed error code b30 (scope communication error). The issue occurred during preparation for use. There was no patient harm associated with the event.